Event description:
A peritoneal dialysis (pd) patient experienced an event of peritoneal cloudy effluent, fever and dizziness. The cause of the event was not reported. The patient was hospitalized and given unknown antibiotics reported as "prophylactic" antibiotics. Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.